Event description:
It was reported that the patient failed to achieve the purpose of visual acuity improvement and had transient edema in the operative eye, pupil deformation, and irregular iris texture after surgery. There was no delay in treatment or other interventions reported. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1: reporter: email address: unknown/ not provided. Section e1: reporter: telephone number: unknown/ not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.